Event description:
Information received on 10/20/2009 from the patient where he's displease about his ambicor device. A revision surgery has not been determined at this time. Additional information indicates that the device the patient received was a spectra (malleable) device not the ambicor device. Also, additional information received on 11/23/2009 indicates that the patient decided not to have the revision surgery with general anesthetic because he has copd; and patient was going to reschedule the revision to "uncross the cylinders within the penile corpora." No further information was provided.